Event description:
It was reported that the patient's system controller showed low voltage hazard on 15feb2026 at 23:43. Their ipad history download does not show this same alarm. The patient has been having a lot of low voltage advisory alarms while hooked to wall power mobile power unit (mpu) at home. The patient got admitted to the hospital last night and was having low voltage advisory alarms while hooked to the bigger hospital mpu last night as well. Also noted replace back up battery alarms on ipad alarm log history. There was 11 months remaining on emergency backup battery (ebb). The patient noted that they have been having backup battery fault alarms that cleared with self-tests. The patient has been having known backup battery fault alarms since 15feb2025 that cleared with self-tests at home. Pictures and log files were submitted. It appeared that the event log captured the low voltage hazard event on 15feb2026 at 2343 while using battery power. This low voltage hazard and all the other low voltage advisory events in the log occurred on battery power and appeared that the patient lets the battery power run down to a low voltage level prior to changing power sources. There were also some odd rsoc voltages on the power leads as well. Also noted random backup battery faults. The cause of low voltage alarms were not identified. It was not available if the alarm resolved or not. It was reported on 04mar2026 that the patient was having the same alarms. Happening on wall power and batteries. They state it is usually his white lead. They gave the patient two new clips. The log files were submitted for review, and it appeared that the event file did capture unstable cable voltages. It was reported on 09mar2026 that the alarm did not resolve, and the system controller exchange was planned to take place on 30mar2026. It was reported on 10apr2026 that the system controller was exchanged which resolved the event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of low power advisory alarms, power cable disconnect alarms, and backup battery fault alarms on the system controller, serial number: (B)(6), was confirmed by review of the submitted log files and the submitted photographs from the account. No product was returned for analysis. Review of the combined submitted log files collectively spanned 11feb2026-18feb2026 and 26feb2026-04mar2026. The pump operated at the intended speed throughout the entirety of the files. Intermittent low power advisory (lpa) alarms were active due to the relative state of charge (rsoc) voltages within the white and black power cables fluctuating below the alarm threshold. The alarms occurred while connected to 14v batteries on either power cable. During one occurrence of the lpa alarms on 15feb2026, associated with the white rsoc line, the black cable was disconnected briefly for routine power exchange, activating a power cable disconnect alarm and a low power hazard alarm. The respective cable was reconnected to battery power. At that same timestamp, the white rsoc voltage returned to the expected range, resolving the alarms. Additionally, multiple power cable disconnect alarms were active throughout the file, some of which were consistent with true disconnection of the respective power cable briefly while some of these alarms were consistent with routine power source exchanges. These alarms resolved on their own following reconnection to power. On 17feb2026, backup battery fault alarms were captured. The alarms were active due to the backup battery not passing its load tests and resolved each time of activation after another load test was initiated and the backup battery passed. The backup battery did not pass the load test due to the loaded voltage being outside the expected threshold as compared to the unloaded voltage. The alarms did not prevent the system controller from supporting the system as intended. No other notable events or alarms were observed, and the system appeared to function as intended at the set speed. Per the reported information, the cause of the alarms was not identified. It was subsequently reported on 04mar2026 that the patient was having the same alarms, occurring on wall power and batteries. Provided information indicated that the alarm occurred usually on the white power lead. The patient was reportedly given two new battery clips. It was later reported on 09mar2026 that the alarms did not resolve after exchanging the battery clips. The provided information on 10apr2026 indicated that the system controller was exchanged which resolved the event. The root cause of the low power advisories and power cable disconnect alarms was unable to be conclusively determined through this investigation. The root cause of the backup battery failing its load test and resulting in a backup battery fault alarm could not be conclusively determined via this investigation. A corrective and preventative action was initiated to investigate backup battery faults. The device history records were reviewed and the records revealed no deviations from manufacturing and qa specifications. The 11-volt backup battery, serial number (B)(6), was observed to have passed all initial manufacturing testing per the manufacturing test datasheet. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU), rev. D and the heartmate 3 patient handbook, rev. A are currently available. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Section 7 of the IFU entitled ¿alarms and troubleshooting¿ and section 5 of the patient handbook entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including low voltage hazard, power cable disconnect, and backup battery fault alarms. Heartmate 3 IFU ¿ section 8 ¿ entitled ¿equipment storage and care¿ and heartmate 3 patient handbook ¿ section 6 ¿ entitled ¿equipment maintenance¿ provide instruction on how to properly clean and maintain all equipment. This section addresses how to properly care for, maintain, and store the equipment, including the system controller, for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.